Event description:
The customer reported his blood glucose and insulin history is as follows: time: 9:00pm, bg (mg/dl): 191, bolus (u): 1.05; time: 11:00 pm, bg (mg/dl); 285. Upon deactivation he noticed the cannula was bent and it was pointing to the right.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.